Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unable to upload/download due to buttons not responding.

Event description:
The customer reported via phone call that they tried to upload data through carelink. The customer's blood glucose level was 76 mg/dl. Customer needed reports printed for her doctor's appointment. The insulin pump will be returned for analysis.